Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation.  A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. The receiver boot and charge test could not be performed due to usb error. Perform manual "try it" test: pass. Perform receiver functional test: could not be conducted due to usb error. Opened receiver and perform internal inspection: pass; new speaker measured 7.62 ohms. Perform wiggle test: could not connect to the communication tool due to usb error.. Data/share log available: no, usb error. The reported event of an intermittent audio output was undetermined. A root cause could not be determined.